Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that during a remote follow up, the device was found to be operating in back up vvi (bvvi) mode. The patient experienced dizziness and arrhythmia. The device was explanted and replaced to resolve the event. The patient was in stable condition.